Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
An unknown customer reported via website, the insulin pump continued to alarm failed battery test. Customer's blood glucose wasn't provided. No troubleshooting was performed on the device. It will not be returning for analysis.